Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the perfusion was running at 2700 revolutions per minute (rpm), but there was no blood flow. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was no blood loss, nor adverse consequences to the patient. Per clinical review: during initiation of cpb on (B)(6) 2018 the centrifugal pump with delphin disposable primed without issue. Additionally, the line test along with the retrograde arterial priming proceeded without issue. At initiation of cpb, as instructed by the physician, the perfusionist increased her rpms to 2500 and her blood flow to the patient was only 500 milliliters per minute (ml/min). She proceeded to ask the surgeon to see if there was an obstruction on the field that would not enable forward flow. While troubleshooting on the field was occurring, she placed her disposable on a stand-alone centrifugal delphin pump. She was again not able to generate forward flow to the patient at approximately 2500 to 2700 rpms. Next, she opted to exchange her delphin disposable with another delphin head, using the original heart lung machine (hlm) drive motor. She exchanged the delphin disposable, and was able through her recirculation line (line from an outlet of the oxygenator back up to the reservoir) to prime up the new delphin disposable. This was an indication that the obstruction was distal to her outlet of the oxygenator, and that the centrifugal control module and drive motor were in working order. She clamped her recirculation line and again attempted forward flow at an acceptable rpm to generate flow, no forward flow occurred. During this period of troubleshooting, the patient remained stable, for the circuit the team uses enables the perfusionist to retrograde flow through the venous line from a pressurized rap bag to give the patient volume. The anesthesiologist was appropriately ventilating the patient, therefore no harm occurred. The surgeon then separated the cannulae from the arterial line, and she was able to generate visual forward flow. The surgeon readjusted his cannulae, attached the arterial line again, and she initiated cpb without issue. There was no further concern the remainder of the procedure. There was a delay in the surgical procedure for a few minutes. There was blood loss associated with the exchange of the disposable. There was no harm.

Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) was unable to verify the reported complaint. The unit performed to manufacturer's specification. Per fsr, there are no parts to be returned. Per data log analysis, on (B)(6) 2018 at 7:36:06 am the centrifugal pump is started. Revolutions per minute (rpms) are run up to 3558 rpm and back to 0 rpm stopping the pump. At 7:36:37 am the pump is started and run up to 2748 rpm. At 7:43:10 am the pump is stopped. No way to tell from the log if there was flow, and no pressure alerts or alarms occurred. At 7:43:25 am the centrifugal pump is started again and run up to 2820 rpm. At 7:50:51 am, an arterial (art) pressure alert and alarm occurred causing arterial to go to coast (1500 rpm). Both pressure alert and alarm cleared. At 7:53:17 am speed is set to 1188 rpm. At 8:04:24 am speed is increased to 2052 rpm. (B)(6). No unusual events after this point. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.